Manufacturer narrative:
Ge healthcare was notified via maude database review of FDA user report (B)(4). Further investigation cannot be completed because customer/user information was not provided. Further information is also not available regarding patient harm, system serial # , or issue resolution.

Event description:
The hospital reported an over delivery of anesthetic agent which could cause deep anesthesia. There was no report of patient injury.